Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site area #12 (type iii bone). Primary stability was achieved. Osseointegration was not achieved. The clinical states that this is the 3rd implant to fail on this patient and the clinician noted the patient is a smoker as being involved in the implant failure. The clinician reports that initial fixation is obtained but the implant does not integrate. The implant was removed on (B)(6) 2013 due to mobility. Med history: smoker.